Event description:
Patient required emergency va ECMO cannulation and original iabp placed on (B)(6) 2025 could not be extracted from the sheath requiring emergent vascular surgical removal of the sheath and iabp catheter and repair of the anterior common femoral artery via open access.